Event description:
Doctor reported via fax that: "a 75 years old female patient underwent a surgical procedure of thr with an hipstar stem on 2005. In 2011, she experienced severe pain. After an examination the x-rays showed that the device was fractured. On (B)(6) 2011 the patient underwent an unanticipated revision surgery to substitute the device.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.